Event description:
During an atrial fibrillation procedure, a 90 hz signal was noted on electrode 4 at the end of the procedure. A 60 hz signal was also noted on electrode 4 but was disregarded. After verifying the frequency of the signal, saline was found leaking toward the proximal port of the tactisys. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Three images were also submitted for analysis. A clear liquid was noted to be flowing outside of the irrigation tubing into the proximal tygon tubing, between the luer and the distal wye connector, as well as in the optical/electrical connector tygon tubing. Liquid was noted entering the 19-pin connector plug. A returned image of a recording system interface appeared to show a 90hz noise signal on the ablation catheter. Fluid was able to flow outside of the irrigation tubing and into the proximal tubing into the electrical connectors due to a small gap in the cured adhesive, inner irrigation tubing and the tygon tubing. Multiple short circuits were detected due to liquid in the 19-pin connector, consistent with the noise issue reported.